Event description:
Additional information has been requested and received stating that the consumer she would need to speak to her surgeon. She stated she saw a retinal specialist who recommended surgery to remove iol but would not suture the company lens.

Manufacturer narrative:
On initial MDR the evaluation method code of 4114 was an error. It should have been 4117 on the original MDR. The product investigation could not identify a root cause for the reported complaint. The lens remains in the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional stated that during a call with the consumer, she reported that she had a company lens implanted in april, but was not happy with the outcome. On (B)(6) 2023 she underwent surgery to remove the company lens which were already implanted and have a different model company iol implanted. The lens was removed and upon implanting another lens, something happened and the iol fell into the back of the eye. The consumer did not want to wear glasses so she would like to have the another lens sutured in. Additional information has been requested.